Manufacturer narrative:
This report is submitted on may 30, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced itching, headaches and skin redness at the implant site. As a result, the patient underwent skin revision surgery on (B)(6) 2018.